Event description:
Use of a mayfield skull clamp (a1059) resulted in a significant patient injury (scalp laceration). Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.